Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has broken reservoir lip. It was also mentioned that rewind noise has become louder. Blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will be returned for analysis. Frn- reservoir.

Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) down button dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm, prime/fill, rewind anomaly due to unresponsive button. Unit had cracked reservoir tube lip and no broken noted.